Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental report is reporting the status of the device and correcting information submitted on the initial report. Please reference section b3, b5, h6 medical device problem code updated. Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. Review of the device history log showed that the device displayed the following messages "pacer paused lead fault", "pacer ECG lead fault", and "pacer pad lead fault" messages. A lead fault is an advisory message to alert the user that the unit does not recognize a valid patient impedance. It is advised that the connection between the patient/device and the pads are inspected and corrected when the message occurs. The device passed full functional testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling. An internal inspection resulted in no findings. The electrode pads used in the event was not returned for evaluation. The device works as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.